Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported that the insulin pump alarmed button error and the act and esc buttons were not responding. Blood glucose value was 12 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The customer was out of the country and replacement would be arranged once the customer returns.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.